Manufacturer narrative:
(B)(4). Unable to perform displacement test due to constant blank, flashing white light. Insulin pump received with a constant blank, flashing white light on the display problem isolated to the electronic assembly noted. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.